Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after being disconnected from the ilet system for several hours and then called to pair a new sensor; a fingerstick measured 407 mg/dl, and the agent provided troubleshooting and education on sensor pairing and expected automated corrections once pairing completed. Symptoms included elevated blood glucose. Outcomes included continued monitoring with subsequent improvement to 298 mg/dl as glucose began to regulate. Investigation included customer support assessment and guided troubleshooting. Investigation of this case revealed that the event was consistent with hyperglycemia associated with a period of disconnection from automated insulin delivery, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.